Manufacturer narrative:
Na

Event description:
It was reported that the device presented with an alert possible output circuit damage. A shock was aborted. The patient felt a shock when capacitor maintenance was attempted. The device was removed and replaced.